Event description:
It was reported that the image was cutting out during the case. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.